Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eleven lapro-clips opened by the account and twenty four lapro-clips sealed. The visual inspection of the first cartridge noted that the body of the clip was broken into two pieces. The condition of the clip precludes functional evaluation. Visual examination of the next two cartridges noted that the clips were fully formed but not completely deployed. Since the clinical instrument was not received the loading units were loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clips. The visual inspection of the remaining cartridges noted they were received not applied. Functionally; the cartridges were loaded into the pmv representative instrument, the firing handle was actuated and the clips formed properly onto the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the clip body fracture may occur if the clip is applied over indicated tissue or an obstruction that exceeds the clip capacity. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, the device broke apart and disengaged into the patient¿s cavity, it was then retrieved by the use of laparoscopic instruments. A new device was used in order to complete the case. No patient injury.